Event description:
It was reported that a 512b and a lcs1s were used during an unknown procedure. It was reported by the affiliate that the gasket fell out of the 512b, but not into the pt. Also the lcs1s blade (jaw) would not close properly. A new trocar and blade were used to complete the case. There was no consquence to the pt.